Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the user experienced low blood glucose (bg) levels of 40 mg/dl and 60 mg/dl. Reportedly, the user believes they took a large bolus and did not eat accordingly for both events. The user addressed bg levels by drinking orange juice and eating cookies.